Manufacturer narrative:
G4: 10nov2020. B4: (B)(6) 2020 . The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem of the navigation ring not functioning but changes were still be made vita the touchscreen. The fse replaced the front bezel to return the device back to working condition. The device passed all tests successfully and was returned unit to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30oct2020.

Event description:
The customer called into technical support (ts) reporting that the device¿s navigation ring is not functioning. The customer reported there was no patient involvement at the time the issue was discovered.